Event description:
The customer reported the table was experiencing intermittent movement issues. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported problem could not be duplicated. The system was found to be working as intended.